Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical conclusion: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the peritonitis event and the liberty select cycler or cycler set. Additionally, there is no allegation against any fresenius product related to the peritonitis. Based on available information, a cause of the patient¿s peritonitis is not confirmed.

Event description:
Peritoneal dialysis nurse reported that the patient was treated for peritonitis in (B)(6)2018 (exact date unknown). The cause of peritonitis was not indicated. There is no allegation of any device malfunction with the liberty cycler set contributing to peritonitis. Additional information was solicited.

Manufacturer narrative:
Correction: adverse event and required intervention the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."